Event description:
The customer reported that the system would not transfer images to pacs and images were intermingled to incorrect pts. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.